Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The switch - on/off was recommended to be replaced to resolve the reported issue.

Manufacturer narrative:
A ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting will not boot. There was no patient involvement.